Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 235 mg/dl, 253 mg/dl, and 28 mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4).this is an initial report. The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.